Event description:
Boston scientific received information that high shock impedance measurements were observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. No adverse patient effects were reported. The device and lead remain in service. Additional information received that all other measurements were within normal range and no revision procedure took place. The physician decided not to intervene and just to continue to follow the impedance with the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.